Manufacturer narrative:
This is 1 of 2 reports (1st MDR). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that 'when the surgeon tried to transfer the subject 4.5×21 stent to the microcatheter, a resistance was felt near the hub while advancing the stent after the stent sheath was pressed against the hub. As soon as it passed through the hub, the subject stent deployed at the proximal shaft, failing to transfer. The surgeon removed the catheter and retried to transfer with new microcatheter and the 4.5x21 stent, but the same phenomenon occurred again'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, resistance was encountered at the hub of the microcatheter while advancing the stent. Also, the subject stent got deployed in the proximal shaft of the microcatheter when it passed through the hub. The physician replaced the subject device, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, resistance was encountered at the hub of the microcatheter while advancing the stent. Also, the subject stent got deployed in the proximal shaft of the microcatheter when it passed through the hub. The physician replaced the subject device, and the procedure was completed successfully. No clinical consequences were reported to the patient.